Event description:
It was reported that during a modified radical mastectomy procedure, the surgeon operated the clip applier across the tissue as per usual surgical technique and the applier failed to deliver clip correctly and the firing sequence jammed. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4) = anti-backup and lock out. Additional information was requested and the following was obtained: the following information was requested, but unavailable: what is meant by "applier failed to deliver clip correctly?" Was clip malformed? Please provide more specific information regarding issue. The analysis results found that the mcm30 device was returned in good visual condition. A bag with a one clip partially formed was received along with the instrument. In an attempt to replicate the reported incident, the device was cycled and it fed and formed eleven clips as intended; however, in the next actuations, four clips were not properly fed into the jaws, therefore they were partially formed. Even though the device was being actuated in several occasions, the clips could not be fed as intended. During the mechanical testing the anti-backup and lock out features were found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and the anti-backup lever was out of position causing the anti-backup failure and the experienced feeding issue; and the lockout spring was found to be damaged, causing the lockout issue. No conclusion could be reached as to what may have caused the lockout spring damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.